Manufacturer narrative:
Based on the available information, this event is being reported as a serious injury. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there were 3 complaints identified of this type for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided.

Event description:
It was reported a patient was admitted to the hospital with acute pancreatitis. The patient developed serious watery diarrhea, (type 7 diarrhea) of unknown cause. The device was inserted on (B)(6) 2012 and remained in place uneventfully for 24 days. It was also reported that it is common practice on the unit to carry out a (rectal) pr examination prior to insertion of the device; however, the reporter cannot confirm that this happened in this instance. The patient was sitting up in the chair every day, for 2 days the patient complained of discomfort in the rectal area. Upon examination a small anal ulcer was identified at the posterior 6 o'clock position of the anal canal measuring approximately 0.5cm x 0.7cm. Advice was sought from the tissue viability nurse (tvn) to manage the broken area. The tube was removed and barrier creams were applied to the skin externally surrounding the anus. The local sales representative was informed to carry out a training update as sitting out of bed is contraindicated with the use of this device. The hospital staff was also contacted. No lot number could be obtained, however, it was stated the patient's wound was healing. The device was removed upon the discovery of the event.